Event description:
It was reported that the left ventricular (lv) was surgically abandoned due to loss of capture. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section b1 adverse event/product problem and b2 outcomes attrib to adv event.

Event description:
It was reported that the left ventricular (lv) was surgically abandoned due to loss of capture. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the left ventricular (lv) was explanted due to loss of capture. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. Additional information received indicated that the patient experienced palpitations and hiccups above the pacemaker and part of the lead was touching her diaphragm. After this implant surgery, about 3am the next day, patient reported really shoulder pain. After trying to position the lead in correct location, the physician opted to remove this lead and a new lead was implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section h6 patient codes. This report contains additional information in section b5 describe event or problem, section h6 patient codes, impact codes and device codes. This report contains correction in section b1 adverse event/product problem and b2 outcomes attrib to adv event.

Event description:
It was reported that the left ventricular (lv) was explanted due to loss of capture. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. Additional information received indicated that the patient experienced palpitations and hiccups above the pacemaker and part of the lead was touching her diaphragm. After this implant surgery, about 3am the next day, patient reported really shoulder pain. After trying to position the lead in correct location, the physician opted to remove this lead and a new lead was implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, section h6 patient codes, impact codes and device codes. This report contains correction in section b1 adverse event/product problem and b2 outcomes attrib to adv event.